Event description:
Patient reported, against the left-side, pain and lump in her left armpit. Healthcare professional confirmed the findings were a result of an infection that was not device related. Later, patient reported, left-side rupture caused by a mammogram, ¿hard knots or lumps surrounding the implant or in the armpit,¿ and "a lump or thickening in or near the breast or in the underarm area" which is not device related. Patient additionally reported, exchange of textured device due to concern with the product. Healthcare professional later reported, capsular contracture, baker grade IV and pain. The device remains implanted.

Manufacturer narrative:
Clarification to (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety and capsular contracture, baker grade IV.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.